Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation, her evis exera iii xenon light source began presenting a b30 scope communication error on multiple different scopes. At that time, the initial reporter called olympus technical assistance center (tac) personnel about the issue. Tac walked the customer through some trouble-shooting options, including reseating the cabling. This resolved the issue and the case was continued without any patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was able to be resolved through troubleshooting. B30 is an error which occurs at communication among an endoscope, a light source, and a processor. It is possible that there was a communication issue between the endoscope and processor because of a poor cable connection. Olympus will continue to monitor field performance for this device.